Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "white residue" found in the discardit¿ ii syringe w/o needle.

Event description:
It was reported that there was "white residue" found in the discardit¿ ii syringe w/o needle.

Manufacturer narrative:
Investigation: bd has been provided with 2 samples to investigate for this record. The reported issue of foreign matter was verified as white particles inside of the syringe and were composed by lubricant from the syringe barrel. This particle consists of an accumulation of a "slip agent" which is used in the formulation of the polypropylene syringe. This slip agent is used to facilitate movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Biocompatibility test were conducted, and bd can state the syringe was manufacturing according to the stabled specification and in compliance to the applicable standards. A lubricant flakes analysis can be provided per request. Bd has initiated the appropriate corrective and preventive actions for this issue.